Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during an initial implant procedure, the patient's right atrial lead could not be properly positioned and that there was no sensing or capture noted. The lead was removed and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.